Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the roadrunner wire received damage to its hydrophilic coating due to the torque device. No material was lost in the patient. It is unknown if/how the procedure was completed, but there were no injuries or additional procedures reported.